Event description:
It was reported that the pt's bone was pre-drilled with a 2.7 drill bit due to hard bone. Once the anchor was twisted down into the bone and before it was placed at the flush level, the handle stripped.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.